Event description:
Olympus medical systems corp. (Omsc) was informed that e99 occurred at the time of use on the 15th day after exchanging the chemical solution (aceside). The drug solution was replaced and the device was activated. No information on the effective concentration of the drug solution. The user's usage of the aceside checker was wrong. The frequency of concentration measurements was according to facility standards, not every time. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was not returned to olympus. It was considered that the situation in which the concentration of the disinfectant solution was unknown occurred because the aceside check was not performed correctly.